Manufacturer narrative:
Device not returned to acmi. Root cause is undetermined at this time. A follow up report will be submitted as required. (B)(4).

Event description:
"One of the graspers broke off in the patient during a resection. The piece was successfully retrieved by the physician." There's no report of patient injury.